Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
The customer experienced a low blood glucose (bg) level (52-53 mg/dl). The customer consumed glucose tablets to treat the low bg. The cause of the reported issue is unknown. The customer continued to use the pump for insulin therapy.